Event description:
It was reported that during surgery the pulsavac did not vacuum and had no machine operation. When powered on and the command button was pressed, the pulsavac made no sound. There was no report of harm or delay. Diligence is complete. During device evaluation visual inspection of the interior of the pack found the batteries had leaked inside of the pack. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: thailand. The investigation is complete. This is an initial final report submission. Functional testing of the returned product found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked inside of the pack and one of the terminals was loose. There was no damage to the wiring of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.